Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, e1, g1, g3, g6, h1, h2, h6, h10, h11. Correction: h6. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that the patient underwent a revision of the femoral rhk components. The previous surgery was a second-stage revision, where a rotating hinge knee (rhk) was implanted. The patient¿s history includes multiple prior interventions, including a poly exchange, vastus lateralis free flap, extensor tendon reconstruction, and washout post-free flap reconstruction. During the revision, the rhk femoral component, femoral augment blocks, trabecular metal femoral diaphyseal cone, and palacos cement were explanted. A new rhk femoral component and simplex cement were implanted. The tibial components and stem extension were retained. X-ray review indicates that minimal radiolucency is observed along the femoral stem. No fracture is identified. The impressions indicate that the radiolucency is nonspecific but could suggest early loosening. The fit and alignment of the implants are deemed appropriate, and mild osteopenia is noted. No other anatomical or implant concerns that would lead to revision were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a rotating hinge knee procedure. Subsequently, approximately thirty (30) months post-implantation, the patient was revised due to femoral loosening. No further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: rotating hinge knee left size d cemented option femoral component catalog#: 00588001401 lot#: 64549912 rotating hinge knee tm femoral diaphyseal cone 30mm catalog#: 00545001830 lot#: 63770738 rotating hinge knee femoral augment block size d 20 mm catalog#: 00599003424 lot#: 64103993 unknown tibial insert catalog#: ni lot#: ni 13mm diameter 100mm length straight stem extension combined length 145mm catalog#: 00598801013 lot#: 65027757 palacos r + g (1x40) catalog#: 66022663 lot#: 98091024 unknown tibial tray catalog#: ni lot#: ni g2 foreign source: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.